Event description:
A technologist was exposed to biohazardous waste (sample/reagent) from cuvettes of a dimension exl w/ lm instrument. The technologist was wearing a lab coat, gloves and her own glasses (no side guards attached), but her face was exposed to the biohazardous fluid. She went to the employee health department per hospital protocol and saw a physician for evaluation and testing. There are no known reports of adverse health consequences due to the exposure to biohazardous waste.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer explained that a technologist had removed dimension cuvettes from the instrument and disposed of them in the biohazard container in the laboratory. Upon disposing of the cuvettes the technologist pressed firmly down in the waste container to condense the waste and that is when the fluid splattered onto her face. The cause of the exposure to the biohazardous fluid was a malfunction of the top seal. The instrument is performing according to specifications. No further evaluation of the device is required.